Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported the device was explanted 1-2 weeks after implant because of swelling and pain around the site. Hematoma and infection were also reported. No further patient complications were reported as a result of this event.